Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; a recent system error was found in the programmer error log. It is noted the programmer powered up and interrogated with no error messages displayed. It is also noted the power cord was missing. (B)(4).

Event description:
It was reported there was a serious programmer error message. The programmer was returned for repair. No patient complications were reported as a result of this event.